Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the steerable guide catheter (sgc), clip delivery systems (cds), and implanted clips, were all assessed by the study physician as unrelated to the pericardial effusion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular senior medical advisor comment: there is no clinical evidence that the device was causal or contributory the effusion. There is no evidence that there was any device deficiency or malfunction which resulted in the effusion. The diagnosis of the effusion during grasping of the leaflets is more indicative that puncture of the pericardium occurred during transseptal puncture and there is a known clinical delay between the puncture and recognition of the effusion. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis and there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of pericardial effusion, as listed in the mitraclip system electronic instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additional information was received on (B)(6) 2014 reporting that in the opinion of the treating physician, the mitraclip devices were not causal or contributory to the pericardial effusion. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This mitraclip report is being conservatively filed as during clip use, a pericardial effusion was noted. It was reported that one mitraclip was successfully implanted in a patient with 4+ degenerative mitral regurgitation (mr) and a frail heart. During grasping, of the second mitraclip, a pericardial effusion was noted. Per reporting physician, the device relationship and procedure relationship to the effusion is unavailable. Pericardiocentesis was performed and the patient was stabilized. The second clip was then successfully implanted, reducing the mr to 2+. The patient remained intubated and was transferred to critical care. Currently, the patient is noted fine condition. No additional information was provided.